Event description:
The device was explanted after four months due to battery depletion and a subsequent loss of function. The device was replaced and no patient complications were reported. Preliminary evaluation of the returned device verified the reported loss of function secondary to battery depletion. Further destructive analysis revealed a high current drain due to anomalous electrical leakage internal to a tantalum battery filter capacitor. The capacitor electrical leakage caused the high current drain which lead to the premature depletion of the battery.

Event description:
Admitted for dizziness and bradycardia. Pt noticed at home that their pulse rate was in the 50's. Pt's pacemaker was programmed with a lower rate limit of 75 bpm. Monitor showed sinus brady with first degree block. No pacing observed on monitor or EKG.